Event description:
Total knee revision was reported.

Manufacturer narrative:
It was noted that the device is not available for evaluation as it was sent to pathology lab. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned.

Event description:
Total knee revision was reported.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a triathlon prim tib baseplate - cemented was reported. The event was not confirmed. Device evaluation not performed as no items were returned. A device history review indicated all devices accepted into final stock met specification. There have been no other events for the lot referenced. The investigation concluded the patient was revised due to periprosthetic fracture, further information is needed to identify the root cause. No further investigation for this event is possible at this time.